Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: this surgeon primarily performs gastric bypasses. When the surgeon reported the event to the sales rep, she said the patient experienced a leak following a gastric bypass and asked if we had changed something with the device. However, she was clear that she was not blaming the stapler. The sales rep was present for the case and the surgeon used a combination of blue and white gst cartridges. No buttressing was used in the case. The surgeon¿s typical technique is to wait 20 seconds for tissue compression prior to each stapler firing. The sales rep noted that during the case, the staple lines were clean; no oozing. During the reoperation, the surgeon could not determine the site of the bleed/leak. The sales rep reiterated that the surgeon is not blaming the stapler.

Event description:
It was reported that post a bypass procedure; the patient experienced a hemorrhage from the remaining staple line. The patient was transfused and re-operated on seven days later. The surgeon could not find a leak. The patient remains in hospital.